Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin@home, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient did not receive therapy during this period. Programming changes were suggested, but when the patient presented in clinic, the physician elected not to make the programming changes. The patient was stable and will continue to be monitored.